Manufacturer narrative:
Follow-up # 1 date of submission 03/18/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings: a review of the pump history showed that two ¿low battery¿ warnings associated with the same battery were recorded on 01/10/2014. There was no evidence of excessive battery usage observed in the pump history. The battery compartment was fully intact; no damage or cracks were observed. There was no evidence of moisture contamination found inside the battery compartment or on the underside of the battery cap. The battery cap was able to fully secure to the pump. No power loss was observed during investigation. The pump current draws were found to be within the required specifications. The pump case was removed and no evidence of damage or moisture contamination was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint of the short battery life was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. Reportedly, the battery need to be changed twice in one day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.